Event description:
It was reported that after a device changeout, wandless interrogation was performed on this pacemaker in the catheter lab. During manual rv threshold testing, telemetry failure occurred. Subsequently, a 10-second pause in pacing occurred, and the patient went into cardiac arrest. Pacing was later restored and the patient recovered, however telemetry failure occurred frequently. It was suspected that the telemetry failure was attributed to the environment/noise. The programmer was placed on the ground during interrogation and a person was standing between the programmer and the pacemaker, resulting in the observed telemetry failure. The programmer and the pacemaker remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.